Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (200 mg/dl). Customer has received occlusion alarms, and noticed an air bubble at the luer lock. Cold insulin is used to load cartridge.